Event description:
Case description: since last submission, the following information has been updated: expected date of follow-up report was extended to day-15 in EU/ca tab. Additional information ticked in m/w info tab.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) repeated failures of two novo nordisk insulin delivery products: novorapid flexpen and novorapid penfill cartridges [device failure], plunger did not move [device mechanical issue], faulty cartridge [product quality issue], forced to go the entire day without insulin for device issue [drug dose omission by device]. Case description: this non-serious spontaneous case from australia was reported by a consumer as "resulting in severe illness(illness)" with an unspecified onset date , "personal distress(emotional distress)" with an unspecified onset date , "repeated failures of two novo nordisk insulin delivery products: novorapid flexpen and novorapid penfill cartridges(device failure)" with an unspecified onset date , "plunger did not move(device mechanical jam)" with an unspecified onset date , "faulty cartridge(product quality issue)" with an unspecified onset date , "forced to go the entire day without insulin for device issue(drug dose omission by device)" with an unspecified onset date and concerned a patient who was treated with novopen (insulin delivery device) from unknown start date for "device therapy", , novorapid flexpen (insulin aspart 100 u/ml) from unknown start date for "product used for unknown indication", , novorapid penfill (insulin aspart 100 u/ml) from unknown start date for "product used for unknown indication", patient's height, weight and body mass index were not reported. Dosage regimens: novopen: novorapid flexpen: novorapid penfill: current condition: diabetic (for 15 years and type not reported) on an unknown date patient repeated failures of two novo nordisk insulin delivery products: novorapid flexpen and novorapid penfill cartridges (device- novopen). These failures have occurred over an extended period and have resulted in significant health risks, personal distress. Patient had failure with novorapid flexpen (repeated across multiple pens) describes that the correct insulin dose was dialled, the needle was inserted, the plunger was pressed and it did not move. Removing and re-attempting resulted in the same issue. Another person attempted operation but the plunger still did not move. Patient was forced to go the entire day without insulin, resulting in severe illness. Batch numbers: novopen: unknown novorapid flexpen: pr701e1; novorapid penfill: kr74l86; action taken to novorapid flexpen was not reported. Action taken to novorapid penfill was not reported. The outcome for the event "resulting in severe illness(illness)" was not reported. The outcome for the event "personal distress (emotional distress)" was not reported. The outcome for the event "repeated failures of two novo nordisk insulin delivery products: novorapid flexpen and novorapid penfill cartridges (device failure)" was not reported. The outcome for the event "plunger did not move (device mechanical jam)" was not reported. The outcome for the event "faulty cartridge (product quality issue)" was not reported. The outcome for the event "forced to go the entire day without insulin for device issue(drug dose omission by device)" was not reported. Reporter's causality (novopen): resulting in severe illness(illness) : possible , personal distress(emotional distress) : unknown, repeated failures of two novo nordisk insulin delivery products: novorapid flexpen and novorapid penfill cartridges(device failure) : unknown, plunger did not move(device mechanical jam) : possible, faulty cartridge(product quality issue) : unknown, forced to go the entire day without insulin for device issue (drug dose omission by device) : possible. Company's causality (novopen): resulting in severe illness(illness) : unlikely, personal distress(emotional distress) : unlikely, repeated failures of two novo nordisk insulin delivery products: novorapid flexpen and novorapid penfill cartridges(device failure) : possible, plunger did not move(device mechanical jam) : possible, faulty cartridge(product quality issue) : possible, forced to go the entire day without insulin for device issue (drug dose omission by device): possible. Reporter's causality (novorapid flexpen): resulting in severe illness(illness) : possible, personal distress(emotional distress) : unknown, repeated failures of two novo nordisk insulin delivery products: novorapid flexpen and novorapid penfill cartridges(device failure) : unknown, plunger did not move(device mechanical jam) : unknown, faulty cartridge(product quality issue) : unknown, forced to go the entire day without insulin for device issue(drug dose omission by device) : unknown. Company's causality (novorapid flexpen): resulting in severe illness(illness) : unlikely, personal distress(emotional distress) : unlikely, repeated failures of two novo nordisk insulin delivery products: novorapid flexpen and novorapid penfill cartridges(device failure) : possible, plunger did not move(device mechanical jam) : possible, faulty cartridge(product quality issue) : possible, forced to go the entire day without insulin for device issue(drug dose omission by device) : possible, reporter's causality (novorapid penfill): resulting in severe illness(illness) : possible, personal distress(emotional distress) : unknown, repeated failures of two novo nordisk insulin delivery products: novorapid flexpen and novorapid penfill cartridges(device failure) : unknown, plunger did not move(device mechanical jam) : unknown, faulty cartridge(product quality issue) : unknown, forced to go the entire day without insulin for device issue(drug dose omission by device) : unknown. Company's causality (novorapid penfill): resulting in severe illness(illness) : unlikely, personal distress(emotional distress) : unlikely, repeated failures of two novo nordisk insulin delivery products: novorapid flexpen and novorapid penfill cartridges(device failure) : possible, plunger did not move(device mechanical jam) : possible, faulty cartridge(product quality issue) : possible, forced to go the entire day without insulin for device issue(drug dose omission by device) : possible. Current location of novorapid flexpen: returned to manufacturer period of use: unknown. Investigation results: suspect: novorapid flexpen batch: pr701e1. Visual examination and functional testing were performed. The returned device was found to function normally. When using a new needle there is no problem in using the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The dose accuracy was measured by weighing. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected. Macroscopic examinations were performed. Macroscopy: a1 solution with silicone fragments . The solution contained silicone fragments due to dosing. Further investigation was not possible due to lack of sample material. The returned product was visually examined. Dosing particles were seen in the solution. The fault was due to an error at novo nordisk. Suspect: novopen batch: unknown. No investigation was possible, because neither sample nor batch number was available. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. No further information available. Since last submission, the following information has been updated: lab test was removed. Device addendum for novopen was updated. Events "hypoglycemic unconsiouness" was removed. Medically significant was unticked for events "device failure, device mechanical jam and drug dose omission by device". Device evaluation ticked in medwatch info tab. Malfunction updated as no. Is non-reportable updated as no. Investigation results updated. Final report ticked, expected date of fu report removed and current location of device updated in EU/ca tab. B, c and d, g (imdrf) codes updated in device addendum tab. Narrative was updated accordingly. Final manufacturer comment: 11-mar-2026: based on follow up information received, the event, hypoglycaemic unconsciousness was removed as the event did not happen in the case, hence case is considered as final non reportable. Novorapid flexpen has been returned for investigation. It was found to functionally as per the specifications. No abnormality detected. On 10-mar-2026 seriousness of the case was downgraded as the serious event "hypoglycaemic unconsciousness" was removed which was occurred while patient was at indonesia. H3 continued: evaluation summary. Suspect: novopen batch: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) life-threatening hypoglycaemic episode during which patient fell unconscious [hypoglycaemic unconsciousness] repeated failures of two novo nordisk insulin delivery products: novorapid flexpen and novorapid penfill cartridges [device failure] plunger did not move [device mechanical issue] forced to go the entire day without insulin for device issue [drug dose omission by device] drawing insulin with a syringe [wrong technique in product usage process] faulty cartridge [product quality issue]. Case description: this serious spontaneous case from australia was reported by a consumer as "life-threatening hypoglycaemic episode during which patient fell unconscious(hypoglycemic unconsciousness)" with an unspecified onset date, "repeated failures of two novo nordisk insulin delivery products: novorapid flexpen and novorapid penfill cartridges(device failure)" with an unspecified onset date, "plunger did not move(device mechanical jam)" with an unspecified onset date, "forced to go the entire day without insulin for device issue(drug dose omission by device)" with an unspecified onset date, "resulting in severe illness(illness)" with an unspecified onset date, "personal distress(emotional distress)" with an unspecified onset date, "drawing insulin with a syringe(inappropriate drug extraction with syringe)" with an unspecified onset date, "faulty cartridge(product quality issue)" with an unspecified onset date, and concerned a patient who was treated with novopen (insulin delivery device) from unknown start date for "device therapy", , novorapid flexpen (insulin aspart 100 u/ml) from unknown start date for "product used for unknown indication", , novorapid penfill (insulin aspart 100 u/ml) from unknown start date for "product used for unknown indication", patient's height, weight and body mass index were not reported. Medical history was not provided. On an unknown date patient repeated failures of two novo nordisk insulin delivery products: novorapid flexpen and novorapid penfill cartridges (device- novopen). These failures have occurred over an extended period and have resulted in significant health risks, personal distress. On an unknown date patient had failure with novorapid flexpen (repeated across multiple pens) describes that the correct insulin dose was dialled, the needle was inserted, the plunger was pressed and it did not move. Removing and re-attempting resulted in the same issue. Another person attempted operation but the plunger still did not move. On an unknown date patient was forced to go the entire day without insulin, resulting in severe illness. During a recent overseas trip, patient was using novopen along with a new novorapid penfill cartridge, the same routine patient followed for every holiday without issue. However, upon inserting the new cartridge into a new pen, the pen failed to deliver insulin. Believing the pen may be faulty, patient inserted the cartridge into existing novopen, but again the plunger did not move. Patient's family member also attempted to operate it without success patient have enclosed the faulty cartridge for your inspection. Patient obtained syringes from a local chemist. When drawing insulin with a syringe, the insulin volume appeared visually incorrect, so patient cautiously administered 2 units less than required. Despite this, patient subsequently suffered a life-threatening hypoglycaemic episode, during which patient fell unconscious. Required emergency intervention by family member's, who administered juice and jellybeans until patient regained consciousness, had no readable blood glucose level on the meter.later patient's blood glucose (blood glucose) was measured to be 1.1 mmol/l. This was a traumatic and dangerous event directly attributable to the failure of this product. Batch numbers: novopen: novorapid flexpen: pr701e1 novorapid penfill: kr74l86. Action taken to novorapid flexpen was not reported. Action taken to novorapid penfill was not reported. The outcome for the event "life-threatening hypoglycaemic episode during which patient fell unconscious (hypoglycemic unconsciousness)" was recovered. The outcome for the event "repeated failures of two novo nordisk insulin delivery products: novorapid flexpen and novorapid penfill cartridges (device failure)" was not reported. The outcome for the event "plunger did not move (device mechanical jam)" was not reported. The outcome for the event "forced to go the entire day without insulin for device issue (drug dose omission by device)" was not reported. The outcome for the event "resulting in severe illness(illness)" was not reported. The outcome for the event "personal distress (emotional distress)" was not reported. The outcome for the event "drawing insulin with a syringe (inappropriate drug extraction with syringe)" was not reported. The outcome for the event "faulty cartridge (product quality issue)" was not reported. Reporter's causality (novopen) - life-threatening hypoglycaemic episode during which patient fell unconscious (hypoglycemic unconsciousness): possible repeated failures of two novo nordisk insulin delivery products: novorapid flexpen and novorapid penfill cartridges (device failure): unknown plunger did not move(device mechanical jam) : possible forced to go the entire day without insulin for device issue(drug dose omission by device) : possible resulting in severe illness(illness) : possible personal distress(emotional distress) : unknown drawing insulin with a syringe(inappropriate drug extraction with syringe) : unknown faulty cartridge(product quality issue) : unknown company's causality (novopen) - life-threatening hypoglycaemic episode during which patient fell unconscious(hypoglycemic unconsciousness) : possible repeated failures of two novo nordisk insulin delivery products: novorapid flexpen and novorapid penfill cartridges(device failure) : possible plunger did not move(device mechanical jam) : possible forced to go the entire day without insulin for device issue(drug dose omission by device) : possible resulting in severe illness(illness) : unlikely personal distress(emotional distress) : unlikely drawing insulin with a syringe(inappropriate drug extraction with syringe) : possible faulty cartridge(product quality issue) : possible reporter's causality (novorapid flexpen) - life-threatening hypoglycaemic episode during which patient fell unconscious(hypoglycemic unconsciousness) : possible repeated failures of two novo nordisk insulin delivery products: novorapid flexpen and novorapid penfill cartridges(device failure) : unknown plunger did not move(device mechanical jam) : unknown forced to go the entire day without insulin for device issue(drug dose omission by device) : unknown resulting in severe illness(illness) : possible personal distress(emotional distress) : unknown drawing insulin with a syringe(inappropriate drug extraction with syringe) : unknown faulty cartridge(product quality issue) : unknown company's causality (novorapid flexpen) - life-threatening hypoglycaemic episode during which patient fell unconscious(hypoglycemic unconsciousness) : possible repeated failures of two novo nordisk insulin delivery products: novorapid flexpen and novorapid penfill cartridges(device failure) : possible plunger did not move(device mechanical jam) : possible forced to go the entire day without insulin for device issue(drug dose omission by device) : possible resulting in severe illness(illness) : unlikely personal distress(emotional distress) : unlikely drawing insulin with a syringe(inappropriate drug extraction with syringe) : possible faulty cartridge(product quality issue) : possible reporter's causality (novorapid penfill) - life-threatening hypoglycaemic episode during which patient fell unconscious(hypoglycemic unconsciousness) : possible repeated failures of two novo nordisk insulin delivery products: novorapid flexpen and novorapid penfill cartridges(device failure) : unknown plunger did not move(device mechanical jam) : unknown forced to go the entire day without insulin for device issue(drug dose omission by device) : unknown resulting in severe illness(illness) : possible personal distress(emotional distress) : unknown drawing insulin with a syringe(inappropriate drug extraction with syringe) : unknown faulty cartridge(product quality issue) : unknown company's causality (novorapid penfill) - life-threatening hypoglycaemic episode during which patient fell unconscious(hypoglycemic unconsciousness) : possible repeated failures of two novo nordisk insulin delivery products: novorapid flexpen and novorapid penfill cartridges(device failure) : possible plunger did not move(device mechanical jam) : possible forced to go the entire day without insulin for device issue(drug dose omission by device) : possible resulting in severe illness(illness) : possible personal distress(emotional distress) : unlikely drawing insulin with a syringe(inappropriate drug extraction with syringe) : possible faulty cartridge(product quality issue) : possible current location of novorapid flexpen: returned to manufacturer period of use: unknown